Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 400 mg/dl while wearing the pod between 4 and 24 hours. While wearing the pod, it was discovered the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. When removed from the infusion site (leg), the pod¿s cannula was found bent. The patient also reported bleeding and skin irritation. As treatment, the patient applied a new pod.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. The pod completed both priming sequences in an expected number of pulses, delivered 605 pulses, and completed multiple boluses before being deactivated by the user. After manual reset of the needle mechanism to the not deployed state, the needle mechanism deployed as intended. The investigation found no damages or deficiencies that would contribute to a needle mechanism failure. Additionally, inspection of the pod found no evidence of blood. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found.